Manufacturer narrative:
The dentist refused to provide information about the patient's ethnicity and race. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x-sg65l device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at the test point (1) 90 seconds into the test. Temperature measurements about 5 minutes after the start of the test were as follows: test point (1): 66.4 degrees c, test point (2): 55.2 degrees c, test point (3): 48.5 degrees c, test point (4): 43.8 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the internal ball bearing was soiled, discolored, and broken. The inner and outer races, the bearing retainer and the bearing balls were discolored and metal-stripped. The body, chuck and spindle were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no.(B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was frictional resistance generated by contact between the ball bearing retainer, the outer and inner races, and bearing balls, which was caused by the broken ball bearing. Nakanishi considers the possibility from many years of experience that the cause of the damaged bearing was the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On february 22, 2024, nakanishi received a phone call from a dealer about an nsk handpiece overheating. According to the dealer, two patients were involved with the device. Therefore, nakanishi is submitting two mdrs for the two patients. The details nakanishi obtained about the second patient are as follows. The event occurred on (B)(6) 2024. The dentist was extracting an impacted wisdom tooth of a patient using the x-sg65l handpiece (serial no. (B)(6)). The patient was under closed circuit general anesthesia. After the procedure was completed, the dentist found that the patient received a burn injury.